Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4)reason for original complaint - litigation papers allege the bilateral patient was injured by excessive levels of chromium and cobalt. Sales rep reported revision surgery for the left hip. Patient's left hip was revised to address pain and elevated metal ion levels. There is no new additional information that would affect the investigation. This complaint was updated on: (B)(4) 2014 **update** (B)(4) 2014 - der rcvd.(right hip). Pain, metallosis. Some metal debris was visible in the joint tissue. Added dor, patient weight, height and activity level. Added expiry dates to right cup and head and sleeve product. Left stem and sleeve and right stem added for elevated metal ion levels.